Event description:
It was reported that during an unknown procedure, the device jammed and the clips wouldn't fire. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Damaged jaws. Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected 7 clips due to the condition of the jaws. During functional testing, the instrument jammed once due to the improper advancement of the clips that did not allow the subsequent clips to be fed. After the clip was removed, the subsequent clips could be fed. In addition, the instrument fed and formed 8 scissor clips. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.